Manufacturer narrative:
The account found the nurse call was turned off. The account turned the nurse call feature on to resolve the issue.

Event description:
The account alleged the bed does not send a nurse call. No pt impact.